Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was not verified; however, different issues were identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump date was intermittently incorrect. The customer did not know the cause and thought it was possibly an am/pm issue there was no reported impact to blood glucose.